Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine would not flow through the catheter.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No visual defects were noted on returned catheter. Evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Sample was sent for a flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that urine would not flow through the catheter.